Manufacturer narrative:
During visual examination of the device, it was noted the pacer was damaged with visible deformation. The deformation was consistent with the damage from during explant procedure as reported from the field. Otherwise, analysis was normal, and no other anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08520. It was reported that a pacer-dependent patient experienced episodes of lightheadedness and presented in-clinic. Upon interrogation, the right ventricular lead exhibited lead noise interpreted as high ventricular rates, elevated capture thresholds, and elevated impedance. The noise was reproducible in clinic. Programming changes were made. The patient presented for a lead revision and during the procedure, the pacemaker was found to be dented. The lead was capped and replaced on (B)(6) 2019. The pacemaker was removed and replaced. The patient was stable pre procedure, during and post procedure.